Event description:
A patient presented at an emergency gynaecology department with abdominal pain and vomiting (2 weeks) the patient was epileptic on no medication. Patient was tested for pregnancy with clearview hcg lot 4493. The result was positive. A serum hcg test showed hcg concentration <5miu/ml. A urinary tract infection was diagnosed.